Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. It was reported the screw broke while tightening. It is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints from this lot released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during anterior cruciate ligament tibial fixation, the milagro screw head broke while tightening then the screw cracked. It was reported that a spare screw device was used to complete the procedure. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.